Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer powered up okay, but the fan did not rotate at all. The power supply fan was extremely noisy, but the error message could not be confirmed. The power supply and the fan were found to be out of electrical specification. (B)(4).

Event description:
It was reported the programmer was "bad" and "died" - possible overheat. The fan was noisy prior to the failure and then did not run. An error message appeared on the screen prior to shutdown. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.